Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation, the belt was unable to complete incoming functionality testing. The root cause for the failure was the electrode belt distribution node (dn) to rear therapy electrode cable and rear 1 and rear 2 are missing. The root cause for missing cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.